Manufacturer narrative:
The purpose of this investigation is to evaluate the risk associated with the identified hazard/failure of implant migration. During a plif procedure on l4/5 on a rise spacer was implanted in the patient and de-coupled from its inserter. While attempting to re-couple the inserter to reposition the implant, the implant was pushed and fell through the anterior disc space. An additional rise spacer was then implanted successfully. No part was provided for this event. The clinical representative was contacted for supporting records, such as imaging taken during the case, but none were available. The representative confirmed that the patient underwent revision surgery the following day (B)(6) 2025) where the incorrectly positioned implant was successfully removed. No patient injury was noted during the revision surgery. Without the part available for evaluation, the exact cause of the event could not be established. The reported failure is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report. B4,g3, g6, h2, h6, h10.

Event description:
It was reported that rise implants were inserted at l3/4/5 by plif on (B)(6) 2025. After review of image, the surgeon decided to re-position the rise at right l4/5. The surgeon inserted the inserter into right l4/5 to reposition but accidentally pushed the rise with the inserter, causing it to fall ventrally. A new rise was inserted into right l4/5 and the fixation procedure was completed. On (B)(6) 2025, the rise that had fallen into the ventral space was removed at another hospital.

Event description:
It was reported that rise implants were inserted at l3/4/5 by plif on (B)(6) 2025. After review of image, the surgeon decided to re-position the rise at right l4/5. The surgeon inserted the inserter into right l4/5 to reposition but accidentally pushed the rise with the inserter, causing it to fall ventrally. A new rise was inserted into right l4/5 and the fixation procedure was completed. On (B)(6) 2025, the rise that had fallen into the ventral space was removed at another hospital.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.